Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort when sitting due to the ipg located at the upper buttock. It was also noted that the ipg was difficult to charge. The patient underwent an ipg relocation procedure and was doing well postoperatively. Nothing was explanted or added during the procedure.